Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room following an alert. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance, high rate non-sustained episodes with sensing integrity counter (sic), and noise resulting from a suspected subclavian crush fracture. The detections were deactivated and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.